Event description:
It was reported that: pt has bilateral hip replacements. Pt states that he has pain in both hips. Pt is reporting that he has blood work and MRI done. Pt states that he has to have revision surgery on both hips but has not set date yet.

Manufacturer narrative:
Due to the ongoing litigation on add'l info is available at this time. If add'l info is received, it will be reported on a supplemental report.